Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received a pump error 53 (software error detected). The customer also mentioned a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 119 mg/dl. The type of treatment given for hyperglycemia was unknown. The event involved product(s) unomedical, mmt-1884l, mmt-332a, mmt-7040a. Troubleshooting was performed for pump error and customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced and pump passed self test. Troubleshooting was performed for difference between glucose values. It was also confirmed that the sensor glucose value of 179 mg/dl. The difference between glucose values were within the acceptable range. Insulin delivery was not suspended. Troubleshooting was not performed for hyperglycemic event. No further patient complications were reported. The products unomedical, mmt-1884l, mmt-332a, mmt-7040a will not be returned for analysis.